Event description:
It was reported the patient's blood glucose level rose to 22.3 mmol/l (401 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported insulin leaking while wearing the pod. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (back). Once the pod was removed it was found that the cannula was bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.